Event description:
It was reported the device was used during a colectomy. It was reported the device was opened and the cartridge had colored drivers showing before being used. The device was not used for the case. There was no consequence to the pt.